Event description:
The nurse reported the trocar pulled away from the hub. Additional information received stated the event occurred 30 minutes into the procedure. The surgeon was able to complete the case as planned with no patient injury. The patient's current status and outcome were noted as good.

Manufacturer narrative:
The nurse sent in the trocar for evaluation and the sample has been received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.